Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Customer's daughter called complaining of low results of 54mg/dl fasting at 8:03am. Customer is asymptomatic. The customer's expected blood result is 75mg/dl-100mg/dl fasting. Verified the strips expire 10/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Reviewed meter memory: (B)(6). Memory concern: all. Customer states the time on the memory is incorrect.